Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced due to enterococcal bacteremia found in the patient's blood cultures. A large mobile mass was attached to the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.